Event description:
The customer reported to olympus that the visera xenon light source main lamp and emergency lamp did not light. The issue was observed during preparation for use on an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The field service engineer went onsite and discovered the device is working properly, lamps light up and the issue was manual error by the operator who inadvertently touched the switch lever from main lamp to emergency lamp. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: d9, h3, h4, h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.